Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports that a left revision procedure occurred on (B)(6) 2008 due to an unknown reason. Legal counsel for patient further reports patient allegations of pain, inflammation, elevated metal ion levels, metallosis, and damage to surrounding bone and tissue. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 4 of 9 mdrs filed for the same event (reference 1825034-2013-02394 & 02396 / 02398 & 02400 / 02401 & 02403 / 02405).